Event description:
It was reported that the image of the gastrointestinal videoscope was noisy during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
E1 - address 1: (B)(6). The device was returned to olympus for evaluation and the customer's allegation was confirmed. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the noisy image was a faulty plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.